Event description:
Medication had been drawn up into the syringe. As the nurse began to inject the medication into the patient, the needle and syringe came apart. The needle was still in the patient and the syringe was in the nurse¿s hand. The medication splashed into the nurse and patient¿s eyes.